Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The catheter shaft was inspected for damage. The device showed that the tip was fractured. The fracture was located 8cm from the tip. The device was not completely separated the internal shaft was still connected. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that the device was starting to come apart. A 180x25cm fathom -16 was selected for use. During the procedure, it was noted that the wire was starting to come apart when tried to push. Everything was then removed from the patient's body as the device was not detached, but the wire was not coming out. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that the device was starting to come apart. A 180x25cm fathom -16 was selected for use. During the procedure, it was noted that the wire was starting to come apart when tried to push. Everything was then removed from the patient's body as the device was not detached, but the wire was not coming out. The procedure was completed with another of the same device. No patient complications were reported.